Manufacturer narrative:
Eval summary: the sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. All mfg lots are processed according to the validated sterilization process parameters and meet all the acceptance criteria for sterility release. Further, the device in this case was in vivo for approx 3 months. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for infection.